Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. The opinion of the medical expert was requested on this case despite the limited information provided and stated as following: "in this case the event was a subjective experience of instability by the patient that could not be supported by radiological or physical examination signs. There wasn¿t a device related issue reported, so therefore I conclude on functional instability, which is a situational muscle discoordination that may have led to these events". More detailed information about the complaint event as well as the affected device must be available in order to clearly determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If any additional information is provided, the investigation will be reassessed.

Event description:
The patient experienced shoulder instability with subluxations. These episodes occurred when holding a coat close to the body and reaching across the body without any weight, with the shoulder sliding forward and then quickly returning to its place. Two additional subluxation incidents were noted on a different date. The patient received non-operative care, specifically physical therapy. Upon physician assessment, there were no signs of various shoulder issues on imaging at the two-year visit. The event was considered resolved on this date, and there were no lasting effects.

Event description:
The patient experienced shoulder instability with subluxations. These episodes occurred when holding a coat close to the body and reaching across the body without any weight, with the shoulder sliding forward and then quickly returning to its place. Two additional subluxation incidents were noted on a different date. The patient received non-operative care, specifically physical therapy. Upon physician assessment, there were no signs of various shoulder issues on imaging at the two-year visit. The event was considered resolved on this date, and there were no lasting effects.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.